Event description:
It was reported that the patient suffered from pain in their right knee. Surgeon recommended a new operation. In 2002, the patient underwent surgery to their right knee. Post-operative report indicates that the total knee failed, and delaminated resulting in slivers of plastic being loose in their knee.